Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for potentially associated lot number 13d10h25 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review of potentially associated lot numbers involved in this event will be performed. Should relevant additional information become available pertaining to the reported event, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
This is report 3 of 4 involved in this event. This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. The patient¿s catheter was removed and the patient was placed on hemodialysis. The patient was treated with unspecified antibiotics and later recovered from the peritonitis. No additional information is available at this time.